Event description:
It was reported that intermittent cartridge alarms (alarms 20 and 30) occurred during basal delivery and the load sequence with multiple cartridges. Customer's blood glucose level was 150 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.